Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The introducer sheath, coil and pusher wire were returned for this complaint. The introducer sheath was inspected and no anomaly was noted. The twist lock of the introducer sheath had been partially opened. The coil and pusher wire arms were interlocked within introducer sheath. The coil was removed from the introducer sheath. The pusher wire was inspected and found to be kinked between 24 and 28cm from the distal end. The coil was inspected and the zap tip had been removed. The zap tip was not returned to site. The interlocking arm of the pusher wire was inspected and no damage was noted. On inspection of the coil, it was found that there was one fiber bundle missing. All other dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 23mar2016. It was reported that difficulty advancing occurred. A 2mm x 4cm interlock was selected for use. Flush and shaping were not performed. During procedure, resistance was met when the coil was inserted into a non- bsc microcatheter. The procedure was completed with another of the same device. No patient complications reported and the patient's status is good. However, device analysis revealed missing zap tip and fiber